Event description:
It was reported that the patient presented to the clinic due to atrial fibrillation. The patient was administered anticoagulants and a cardioversion was performed. After cardioversion, intermittent ventricular capture was observed. The patient's escape rhythm was in the thirties. The device output was increased and capture was obtained. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.